Event description:
The patient stated he smelled insulin during the night while he was sleeping and he found that the infusion set tubing had separated. His blood glucose elevated to 450 mg/dl. His normal blood glucose level is around 140 mg/dl. He stated he changed the infusion tubing and bolused to lower his blood glucose. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was discarded, therefore, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.